Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The set was placed on machine for priming and run with no alarms noted. The complaint could not be confirmed in the lab. The root cause of the complaint was not determined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA: (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 3 of 4. Baxter explained the alarms and the hp stated there were no leaks or wet lines and the hp did not disconnect from the patient line tonight. The hp would finish tonight's therapy manually. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: nothing was seen to cause the alarm and therapy has been going fine since the event. The cassette was saved, so it was requested for evaluation. No patient injury or medical intervention was reported.